Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 12 synergy drug-eluting stent was advanced for treatment. However, during the procedure the stent moved on the balloon but was not dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.